Event description:
An inventory control personnel called to report that an intraocular lens (iol) split in half in the injector. Half of the lens had pt contact, but there was no pt injury. The surgical procedure was delayed a few minutes, but was completed. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Optic was torn/split/cracked (possibly cut) into pieces. Only one half of the lens (which includes only one haptic area) was returned. The optic portion had additional split/cracked area and was scraped-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/18/2010 by phone and mail. A completed questionnaire has not been received. (B)(4).